Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed as quality defect). After a review of the batch thermal records, thermal results all met product release criteria. The consumer stated "at times I run into `overheat' problems/again today/using a `neck pain therapy' wrap." The cause of the consumer experiencing issues with over heating problems, using the, thermacare heat wraps inconclusive. The review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to any avoid the risks. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event/serious/unknown received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Exped trend actions taken: based on this customizable citi search, a trend does not exist for the subclass adverse event/serious/unknown for neck/shoulder/wrist pain, therapy heat wrap products.

Event description:
Overheat problem [feeling hot], overheat problem [device issue]. Case narrative:this is a spontaneous report from a contactable consumer. This (B)(6)-year-old male consumer started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) lot number ax0117, expiration date 31mar2022, via an unspecified route of administration from an unspecified date to an unspecified date at unknown dose for an unspecified indication. Medical history and concomitant medications were not reported. Consumer was an old geezer ((B)(6))/depend heavily on the products to make it through the day. At times he ran into `overheat' problems/again today/using a `neck pain therapy' wrap from a package he bought at local (pharmacy name). The action taken in response to the events of the product was unknown. The outcome of the events was unknown. According to product quality complaint group: site conclusion: the root cause category is non assignable (complaint not confirmed as quality defect). After a review of the batch thermal records, thermal results all met product release criteria. The consumer stated "at times I run into `overheat' problems/again today/using a `neck pain therapy' wrap." The cause of the consumer experiencing issues with over heating problems, using the, thermacare heat wraps inconclusive. The review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to any avoid the risks. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event/serious/unknown received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Exped trend actions taken: based on this customizable citi search, a trend does not exist for the subclass adverse event/serious/unknown for neck/shoulder/wrist pain, therapy heat wrap products. Per dchu: severity of harm: s3. Dchu conclusion: a summary investigation is being performed as providing the batch record information is the manufacturing site's requirement. Based on the complaint narrative, the patient complained of the product over heating while in use. No serious harm or burn injury was reported. Review of complaint description concludes there is no device malfunction. Company clinical evaluation comment: based on the information provided, the events of "overheat' problems" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time, comment: based on the information provided, the events of "overheat' problems" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.